Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rail, cracked battery tube threads, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack and the label was worn off. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.